Event description:
The customer received a questionable alkaline phosphatase gen.2 (alp) result for one patient sample. The first measurement was 216.8. The doctor didn't believe this result and the sample was retested. The repeat result was 121.9. The laboratory repeating the test again and the result was 84.6. With the sample diluted 2 and 5 times, the result was 91.4. The unit of measure was requested, but was not provided. Information concerning if the patient was adversely affected was requested, but was not provided. The alp reagent lot number and expiration date were requested, but were not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Additional information has been provided by the customer. Date of event, should have been (B)(6) 2014. The units of measure were iu/l.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
Based on the provided list of medications taken by the patient, an investigation of the interference of the drugs cefuroxim and cefazolin (kefzol) on the alp test was performed. For both drugs, no interference was observed. The interference of metronidazol had been investigated earlier, and no significant interference was observed.